Event description:
During a transapical tavr procedure the balloon on the ascendra 3 delivery system ruptured during valve deployment; the rupture was longitudinal. The valve was completely deployed and there was no harm to patient. Following valve deployment there was trace aortic insufficiency. Heavy calcification was noted at the level of the sinotubular junction. In addition this patient had a prosthetic valve in the mitral position (unknown manufacturer). Per additional information received, there were no issued noted with the delivery system prior to use or during prep, and the crossing of the native valve went smoothly. The native valve/leaflet calcification was described as severe; the aortic root calcification was described severe; there was moderate mitral annular calcification

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Edwards has documented a technical summary regarding balloon ruptures ¿risk of balloon burst in a calcified aortic annulus¿-¿conclusions: in order to investigate reports of balloon burst, this technical summary aggregated all relevant historical complaint data and summarized the associated engineering evaluations performed since the beginning of 2008. This analysis confirmed that the rate of balloon burst complaints has been well below the applicable control limit and within the occurrence ranking per internal risk analysis documentation; this exercise also revealed that the balloon burst complaint rate has exhibited a significant decline since 2008. Review of all device investigations performed for balloon burst complaints confirmed that no clinical adverse events have been attributed directly to balloon burst. This technical summary outlined the engineering rationale for the link between a heavily calcified aortic annulus and increased risk for balloon rupture, and also presented fluoroscopic imagery from balloon burst complaint cases which supports this hypothesis. Finally, a literature review revealed that even though historical balloon burst rates in a large multi-center bav registry were significantly higher than internal balloon burst rates, no correlation was observed between balloon burst and clinical adverse events or reduced functional outcomes. Given the information presented in this technical summary, the current trending rates of balloon burst complaints can be deemed as clinically acceptable. In this case, patient factors appear to have caused or contributed to the balloon burst. Per report there was heavy calcification at the level of the stj, as well as severe native valve/leaflet/aortic root calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.